Manufacturer narrative:
No lenses have been returned to the manufacturer and no lot details have been made available. No root cause could be established, the relationship between the coopervision device and the incident is unconfirmed.

Event description:
It was reported to the manufacturer by retail location that the patient wears their lenses continuously (day and night) and was seen with reports of irritation in the left (os) eye. The patient was instructed to remove the contact lenses and was referred to the hospital for further care. It is unknown where the patient received further care but the patient was treated for what is described as a serious eye complaint. After six week the patient reported back to the retail location that the incident resolved. Good faith efforts have been made to obtain further information without success, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown resolution.